Event description:
A falsely elevated high-sensitivity troponin I (tnih) patient result for one patient was generated on an atellica im 1300 analyzer. The initial result was reported to physician(s), who questioned the result. The sample was repeated on the same atellica and the result was lower than the initial result. The sample was repeated on a non-siemens instrument and resulted lower than the initial result. The final patient report was issued including all results (atellica im and the alternate method) and a comment that stated: random error (flier) in ctni detected. There are no known reports of patient intervention or adverse health consequences due to the discordant, tnih patient results.

Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of a discordant elevated result for a patient generated on an atellica im 1300 analyzer compared to repeat testing and an alternate method. Qualtiy control was in range at the time of the result. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Manufacturer narrative:
The initial MDR 1219913-2022-00157 was filed on june 2, 2022. Additional information - june 6, 2022 the outside the united states customer observed an unexpectedly elevated (> IFU 99th% reference cutoff of 45 pg/ml (ng/l)) atellica im tnih result. The initial result was 272.7 ng/l. The sample was tested again on the same system, and generated a result of 26.38 ng/l. The same sample was run on an alternate method and resulted negative 0.01 ug/l (alternate method cut off 0.04 ug/l). Qc was in range at the time the sample was run. System log files for the time of the initial result were requested for further evaluation but not provided. Siemens cannot rule out preanalytical factors as the cause for the initial elevated result. The repeat result is concordant with the alternate method result. No potential product issue is observed. The customer is operational. No further action required. In section h6, the investigation finding, and investigation conclusion codes were updated.